Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports the patient's salem sump tube was hooked to the wall suction, set to low intermittent suction. The output was low; however, there's bilious output in the tubing and after 3 hours the patient had a bilious emesis, zofran was administered right away. The nursing staff started trouble shooting and checked the wall suction which was functioning properly. The nurses checked the tube and adapter and found it was flushing fine and the arrow and setting was where it was supposed to be. A new adapter was tried with no improvement. An x-ray confirmed that the tube was in the correct place. The patient wasn't in distress; she was comfortable after the emesis episode. However, hours later, when the nurses stood the patient up at bedside, she had her 2nd episode of bile emesis.